Event description:
It was reported the switch failed to function and began to emit smoke. Examination of the internal components of the switch revealed the circuit board had shorted out, but we were unable to determine the cause. We attributed this report to an unusual product malfunction.